Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('a metallic coil is present in one cornu/proximal fallopian tube, but not in the opposing cornu/proximal fallopian tube'), nasal turbinate abnormality ('surgery (other) type of surgery: turbinate of nose') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nasal turbinate abnormality (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("gerd"), depression ("depression"), muscle spasms ("muscle spasms"), nausea ("nausea"), migraine ("migraines / headaches"), vulvovaginal dryness ("vaginal dryness"), libido decreased ("decreased sexual desire"), night sweats ("night sweat"), hot flush ("hot flashes"), type 2 diabetes mellitus ("type ii diabetes"), hypertension ("hypertension"), anaemia ("anemia"), systemic lupus erythematosus ("lupus"), hypothyroidism ("hypothyroidism") and hypersensitivity ("allergic or hypersensitivity reaction") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full), resection of inferior turbiante and total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the device dislocation, nasal turbinate abnormality, endometrial ablation, vaginal discharge, irritable bowel syndrome, gastrooesophageal reflux disease, depression, muscle spasms, nausea, migraine, vulvovaginal dryness, libido decreased, night sweats, hot flush, type 2 diabetes mellitus, hypertension, anaemia, systemic lupus erythematosus, hypothyroidism and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anaemia, depression, device dislocation, dysmenorrhoea, dyspareunia, endometrial ablation, gastrooesophageal reflux disease, hot flush, hypersensitivity, hypertension, hypothyroidism, irritable bowel syndrome, libido decreased, migraine, muscle spasms, nasal turbinate abnormality, nausea, night sweats, pelvic pain, systemic lupus erythematosus, type 2 diabetes mellitus, vaginal discharge and vulvovaginal dryness to be related to essure. The reporter commented: date(s) of insertion: 2012, (B)(6) 2013. Discrepancy noted in date of insertion (B)(6) 2013 in previous case and in this follow up (B)(6) 2012. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. New event "a metallic coil is present in one cornu/proximal fallopian tube, but not in the opposing cornu/proximal fallopian tube" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('a metallic coil is present in one cornu/proximal fallopian tube, but not in the opposing cornu/proximal fallopian tube'), nasal turbinate abnormality ('surgery (other) type of surgery: turbinate of nose') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nasal turbinate abnormality (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("gerd"), depression ("depression"), muscle spasms ("muscle spasms"), nausea ("nausea"), migraine ("migraines / headaches"), vulvovaginal dryness ("vaginal dryness"), libido decreased ("decreased sexual desire"), night sweats ("night sweat"), hot flush ("hot flashes"), type 2 diabetes mellitus ("type ii diabetes"), hypertension ("hypertension"), anaemia ("anemia"), systemic lupus erythematosus ("lupus"), hypothyroidism ("hypothyroidism") and hypersensitivity ("allergic or hypersensitivity reaction") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full), resection of inferior turbinate and total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the device dislocation, nasal turbinate abnormality, endometrial ablation, vaginal discharge, irritable bowel syndrome, gastrooesophageal reflux disease, depression, muscle spasms, nausea, migraine, vulvovaginal dryness, libido decreased, night sweats, hot flush, type 2 diabetes mellitus, hypertension, anaemia, systemic lupus erythematosus, hypothyroidism and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anaemia, depression, device dislocation, dysmenorrhoea, dyspareunia, endometrial ablation, gastrooesophageal reflux disease, hot flush, hypersensitivity, hypertension, hypothyroidism, irritable bowel syndrome, libido decreased, migraine, muscle spasms, nasal turbinate abnormality, nausea, night sweats, pelvic pain, systemic lupus erythematosus, type 2 diabetes mellitus, vaginal discharge and vulvovaginal dryness to be related to essure. The reporter commented: date(s) of insertion: 2012, (B)(6) 2013 discrepancy noted in date of insertion (B)(6) 2013 in previous case and in this follow up (B)(6) 2012 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), nasal turbinate abnormality ('surgery (other) type of surgery: turbinate of nose') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nasal turbinate abnormality (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("gerd"), depression ("depression"), muscle spasms ("muscle spasms"), nausea ("nausea"), migraine ("migraines / headaches"), vulvovaginal dryness ("vaginal dryness"), libido decreased ("decreased sexual desire"), night sweats ("night sweat"), hot flush ("hot flashes"), type 2 diabetes mellitus ("type ii diabetes"), hypertension ("hypertension"), anaemia ("anemia"), systemic lupus erythematosus ("lupus"), hypothyroidism ("hypothyroidism") and hypersensitivity ("allergic or hypersensitivity reaction") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full) and resection of inferior turbiante). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the nasal turbinate abnormality, endometrial ablation, vaginal discharge, irritable bowel syndrome, gastrooesophageal reflux disease, depression, muscle spasms, nausea, migraine, vulvovaginal dryness, libido decreased, night sweats, hot flush, type 2 diabetes mellitus, hypertension, anaemia, systemic lupus erythematosus, hypothyroidism and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anaemia, depression, dysmenorrhoea, dyspareunia, endometrial ablation, gastrooesophageal reflux disease, hot flush, hypersensitivity, hypertension, hypothyroidism, irritable bowel syndrome, libido decreased, migraine, muscle spasms, nasal turbinate abnormality, nausea, night sweats, pelvic pain, systemic lupus erythematosus, type 2 diabetes mellitus, vaginal discharge and vulvovaginal dryness to be related to essure. The reporter commented: date(s) of insertion: 2012, 01-jun-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received: new events- ablation, allergic or hypersensitivity reaction, lupus, anemia, hypertension, type ii diabetes,hot flashes, night sweats, decreased sexual desire, vaginal dryness, migraines / headaches, nausea, muscle spasms, depression,turbinate of nose, gerd, ibs were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and vaginal discharge ("bladder/urinary problems: vag. Discharge"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : previously reported event "injury" was updated to dysmenorrhea (cramping). Events; dyspareunia (painful sexual intercourse),pelvic/abdominal, bladder/urinary problems: vag. Discharge were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.